Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the difficulty rotating the thumbwheel was confirmed. In addition, the first distal ring was partially exposed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly calcified, mildly tortuous, 80% stenosed, de novo, femoral vein after predilatation with an armada 35 balloon dilatation catheter (bdc) the 7.0 x 100 mm absolute self-expanding stent system (sess) without resistance was positioned but the stent could not be deployed; the thumbwheel would not rotate. The sess was removed from the anatomy without any issue; the lesion was treated successfully with a 7.0 x 100 mm absolute pro sess with a good outcome. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided return device analysis revealed the stent implant first distal ring was partially exposed [unsheathed] but not expanded.